Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was in bed. The device was reprogrammed from primary to secondary vector, and data was sent to technical services (ts) for review. Technical services reviewed the available device data noting the shock was due to a sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Thorough troubleshooting and x-ray imaging were recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was in bed. The device was reprogrammed from primary to secondary vector, and data was sent to technical services (ts) for review. Technical services reviewed the available device data noting the shock was due to a sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Thorough troubleshooting and x-ray imaging were recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.